Event description:
It was reported that during testing, nim vital not detected patient interface and probe continues making stimulating noise. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: 00763000395902 ; product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis verified not working. A pmb pcba patient module connector voltage failure. Product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; h3: analysis found that broken bottom clip, worn fuse label. Product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis verified not working and a wired connection failure due to a defective main pcba. H6: previous codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, nim vital not detected patient interface and probe continues making stimulating noise. There was no patient impact.